Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the half-height drawer 3.1 failed with a "read/write or invalid cubie memory" error. Attempts to resolve the issue, including rebooting the device and recovering the failed drawer, were unsuccessful. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-dec-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half-height drawer 3.1 had failed with read/write or invalid cubie memory. The field service engineer arrived at the machine and did not observe any active failures. The fse then inspected and replaced the drawer controller and retractor band for drawer 3-1, removed the cubie trays, and reseated the row board cable connections, had the customer perform a medication inventory to validate functionality; however, the customer declined the acceptance test due to an urgent need for medications. The system functioned as intended when the field service engineer repaired the device.